Event description:
The pt required medical equipment to enable them to breathe. The equipment malfunctioned and/became inoperative. The pt died 2 days later, as a result of the equipment malfunctioning.